Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/23/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05232 refers to the 10x60 wallstent that was initially used, while manufacturer report # 3005099803-2010-05235 addresses the 8x60 wallstent that was used second. It was reported to boston scientific corporation that two wallstent biliary endoprosthesis were used during an ercp procedure within the common bile duct on (B)(6), 2010. According to the complainant, the patient presented with an obstructed biliary metal stent. In an effort to try and treat the obstruction, the physician planned to deploy a wallstent into this previously implanted stent. During the procedure, the physician first used a 12mm cre balloon to dilate the stricture. Despite this dilation, the physician could not advance the first wallstent through the stricture (this device the subject of manufacturer report # 3005099803-2010-05232); whenever he tried to push the delivery system through, it continued to fold. The physician removed this device from the patient and tried to use a second wallstent; however, the physician again could not advance the device through the stricture (this device the subject of manufacturer report # 3005099803-2010-05235). At this point, the physician decided to abort the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.